Event description:
Cochlear implant internal device failure. Date of event is reported as date of device replacement. Acutal date of occurrence would be a couple of weeks previous. Pt experienced sudden device failure, not consistent with "soft failure".